Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger b3: date is approximate (year valid). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the recharger (rtm) cable is coming loose near the paddle. Pt said the cable had twisted and the rubber had torn loose. Pt also said the relay box was getting red hot and stimulator was turning off. Pt met with a manufacturer representative (rep) this morning and was told to call for a new rtm. Patient services (ps) confirmed controller showed that the implanted neurostimulator (ins) was at 80% and controller was 100% charged and controller functioning as intended. A replacement rtm was requested. No new information. Request for new shipping label. Additional information was received. The patient confirmed that their system stopped working and was still not working right. The ins won¿t hold a charge or stay on. The pt confirmed they received the new recharger and their rep adjusted but was still not working properly. An appointment was made with their doctor to discuss the issue. Pt weight confirmed.